Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon was finishing up a total knee. He asked for implants to be opened. Implants were verified and given to circulator to open. Once implants were on the field, we noticed that the the seal of the inner packaging was separated in two places, and the stem had broken through the plastic. It was decided to pull implant off the field, and open a different stem. New implant packaging was checked and intact. Surgical tech maintained sterility of his field. No delay or negative issues occurred.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and packed to specifications. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. Visual inspection of the returned packaging determined that the package was subjected to excessive handling leading to the damage including the stem perforating the sterile barrier. The investigation concluded that the packaging damage was caused by excessive handling. It is relevant to note that the returned component was loan stock may have been subjected to repeated handling and transportation. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon was finishing up a total knee. He asked for implants to be opened. Implants were verified and given to circulator to open. Once implants were on the field, we noticed that the the seal of the inner packaging was separated in two places, and the stem had broken through the plastic. It was decided to pull implant off the field, and open a different stem. New implant packaging was checked and intact. Surgical tech maintained sterility of his field. No delay or negative issues occurred.